Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Lot number 69011690 does not have a synthes cross-referenced number available. Therefore, a DHR review is not possible at this time. Lot number was reported as 69011690. This is an invalid synthes lot number. Lot number 69011690 does not have a synthes cross-referenced number available. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. Placeholder.

Event description:
It was reported that during a pro disc cervical procedure the milling bit broke during the milling process while implanting the pro disc. An alternate bit was used to successfully complete the procedure. There was about a one minute delay in the procedure. They were able to easily remove the broken bit and no piece of the bit remained in the patient. The procedure was successfully completed. This is report 1 of 1 for complaint (B)(4).